Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal iq software would not suspend insulin delivery. No reported adverse impact to the customer's blood glucose. Further information regarding the issue could not be obtained.

Manufacturer narrative:
Initial MDR inadvertently filed based on information provided by tandem technical support. Review of pump data logs showed basal iq was functioning as intended.